Event description:
(B)(4). I put essure in 2010, a year later I was pregnant again , I had to interrupt the pregnancy and the doctor my tubes tied . Since I have essure , my life is very difficult, I have pain and pelvic inflammation , and gained weight , I have trouble doing everyday things, I'm very tired, the relationship at home becomes difficult with my children and my husband , I can not having sex with my husband for pelvic pain , I went to my gynecologist and he says that I should get a hysterectomy, right now is making me all the necessary tests , the day (B)(6) I have the next appointment , actually I have much fear of what is happening , I have two young children (5 and 8 years ) and I have only (B)(6) , these took 3 months without seeing my period now , this is not standard , please hear our voice, and we are many women who have had essure problem , take it out . After my appointment will update my report , thank you for attention and help (B)(6).

Event description:
(B)(4). I have problem from 2010, but I make this report (B)(6) 2015. I don't have idea before I can make this report, thank you.